Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) years since the subject device was manufactured. Based on the results of the investigation, it is presumed that reprocessing was not conducted properly due to leakage by worn switch # 4. Subsequently, the material was not possibly eliminated. The foreign material was confirmed but could not be identified. A definitive root cause of the malfunction reported could not be confirmed. The occurrence of the event can be detected/prevented by handling the device according to the following instructions for use. Detection methods are written in instructions for use: bf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use: bf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii bronchovideoscope exhibited foreign material found in the distal end. There were no reports of patient involvement.